Event description:
It was reported to philips that the device experienced a self-test failure. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed (device error) and the cause was traced to a faulty capacitor assembly. Fse had to install a replacement spare part. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor assembly. The part was confirmed replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a self-test failure. There was no patient involvement.